Event description:
On (B) (6), patient had attempted aaa repair with a medtronic talent device but was unsuccessful due to access issues. Patient treated with a powerlink 28-16-140bl bifurcated device and a 34-34-80l proximal extension.

Manufacturer narrative:
Expiration date unknown. Medtronic device was not implanted.manufacturing date is unknown.